Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes, remove and reconnect cartridge, and wait before resuming insulin, after which pump resumed normal operation without recurring alarms, and customer was advised to call back if issue happened again.